Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed a121 and that the buttons were unresponsive in attempts to clear the alarm. The customer stated that the insulin pump had gotten wet a year previously. The device was a loaner device that hadn't yet been returned; the customer was advised to return it. The customer's blood glucose values were not reported. No further information was provided.